Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed. The most probable root cause is user error. Page seven of the hta user manual states " do not place the procedure sheath tubing over the patient's leg or in contact with any part of the patient or operator's anatomy, as the tubing carries hot fluid and contact with it could result in thermal injury"

Event description:
It was reported to boston scientific corporation, that in 2007, a hydrothermablator procedure set was used during a hydrothermal ablation procedure in a forty five year old female patient ( weight unknown) the same day. According to the complainant, "following the procedure, there was minor burn (1st degree) or red mark, approximately 1/2 inch in length, noticed on the patient's buttocks from the sheath lying there. The physician treated the burn with a silvadyne cream. The physician completed the procedure with this device. The patient was reported as "fine" following the procedure.